Event description:
During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. During left ventricular mapping utilizing a retrograde approach the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis and a heart catheterization was performed, the heart catheterization revealed an occluded left main coronary artery, for which the patient was sent to surgery.

Manufacturer narrative:
The device met specifications for electrical testing, temperature testing, and leak testing. The device no longer met specifications for optical signal properties; however, contact force was displayed when connected to the tactisys quartz unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.